Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customers indicated failure mode for 83985 with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer¿ edta 2k contained foreign matter inside the tube.

Manufacturer narrative:
Medical device type is corrected to jka. PMA/510(k)# is corrected to k981013.

Manufacturer narrative:
Correction: the awareness date is corrected and 03/24/2017.